Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient three faced infusion set tubing damage events on (B)(6) 2025. The infusion set tube was curling up on itself and was not straight. The infusion set was in use for three and half days. The infusion set was in use for three an hour days. The blood glucose level was high and the patient waited for it to go down. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007177, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 18-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007177". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007177 was manufactured according to the work instruction (wi) version 27 and manufactured in the line inset 30 on 19/may/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4e01856 was manufactured according to the wi version 64 and manufactured in the machine sc07 on 14/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc)1898603 was opened during the sterilization processes actions were required. Therefore, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.